Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined as the samples were not provided for further investigation.

Event description:
The customer experienced an ongoing issue for two years with questionable thyroid results that did not match the clinical picture of the patients. High free thyroxine (ft4) results were received on approximately five samples per day on one of two cobas 8000 e 602 analyzers at different sites. Only the serial number for one analyzer was provided as (B)(4). The samples were repeated on an abbott architect and the results were in the normal range. The pathologist noted the samples that seemed to be affected were often from patients on thyroxine therapy. The customer collected data for approximately 50 samples tested in the last 18 months. Of this data, the results for 38 samples were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the thyrotropin (tsh) and (B)(6) for the free triiodothyronine (ft3) assay. The initial and repeat results were reported to the doctor. For patient 38, the pathologist indicated the patient treatment over the previous few months had been affected by the thyroid results. Due to the high ft4 result on (B)(6) 2014, the dose of thyroxine was changed. The tsh on (B)(6) 2015 was then elevated following the medication adjustment. The patient is being monitored and the dose is being adjusted. No adverse event was reported.